Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It is reported the patient had a red light on their remote control. The field rep met with the patient and tried to clear the error on their clinician programmer (cp). The patient had all electrodes with high (open) impedances (60,002 ohms). There were no patient complications reported. The patient is scheduled for revision on (B)(6) 2025.

Event description:
It is reported the patient had a red light on their remote control. The field rep met with the patient and tried to clear the error on their clinician programmer (cp). The patient had all electrodes with high (open) impedances (60,002 ohms). There were no patient complications reported. The patient is scheduled for revision on (B)(6)2025.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. UDI for concomitant product, neurostimulator: (B)(4). H6: device code, h6: evaluation method codes, h6: evaluation result codes, and h6: evaluation conclusion codes are impacted.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. UDI for concomitant product, neurostimulator: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It is reported the patient had a red light on their remote control. The field rep met with the patient and tried to clear the error on their clinician programmer (cp). The patient had all electrodes with high (open) impedances (60,002 ohms). There were no patient complications reported. The patient is scheduled for revision on (B)(6) 2025.